Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges adhesive became unstuck and fell of from her body. Caller reported changing the cannula twice and the issue occurred again with both cannulas. No adverse event reported. Requested return of the alleged device for evaluation.